Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case,scratched case, and pillowing keypad overlay. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 136 mg/dl at the time of incident. Customer stated when insulin got to one third alarm would occur. Troubleshooting was provided. Customer stated they have tried all remedies. Issue was not resolved. The customer also reported that the piston would wobble when it would rewind. The insulin pump will returned for analysis.